Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, between approximately 3:00 pm and 4:00 pm pt, the patient experienced the sudden onset of severe dizziness and near-syncope while disembarking from a bus. At that time, the cgm reading was 156 mg/dl. The patient did not report obtaining a fingerstick blood glucose (fsbg) during the symptomatic episode. At an unspecified time, the patient experienced loss of consciousness. Approximately 45 minutes from the onset of symptoms, the patient was transported to the emergency department (ed) by another driver for evaluation. Upon arrival, the patient's blood glucose was measured at 76 mg/dl. No concurrent cgm reading was reported at that time. During the ed evaluation, the patient did not receive any medication and was advised following up with his primary care physician (pcp). The patient remained in the ed for approximately 1.5 hours and was discharged at around 6:00 pm on (B)(6) 2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.